Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, the maryland bipolar forceps instrument broke. Although, there were no components from the instrument observed to have fallen into the patient; the site is not certain that the patient did not retain any fragments from the instrument. There was no report of patient harm, however, recurrence of the reported failure mode could cause or contribute to an adverse event. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient. The instruments and accessories user manual specifically states: general precautions and warnings - warning: make sure that the instrument moves smoothly in and out of the cannula - always straighten the instrument wrist under endoscopic visualization before removal of the instrument through the cannula. - pull the instrument straight out until it is completely clear of the cannula - any lateral pressure on the instrument during removal may damage, break or disconnect the working tip or bend the shaft.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the maryland bipolar forceps instrument broke and requiring simultaneous removal of the cannula and the instrument from the patient. Reportedly, all pieces of the instrument were removed from the patient. There was no report of any patient harm, adverse outcome or injury due to the reported event. On 01/06/2016, intuitive surgical, inc. (Isi) received additional information from the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, she was present during the surgical procedure when the reported issue occurred. The csr indicated that the surgeon was attempting to grasp tissue when he observed that the jaws of the instrument would not close. Unable to close the jaws, the site made the decision to remove the instrument. During forceful removal through the cannula, the instrument broke. The csr indicated that she inspected the instrument and found that the cable on the instrument was broken and a piece of insulation was hanging from the instrument. There was no observation that any fragment(s)from the instrument fell into the patient or that the instrument was damaged prior to its removal from the patient. While it was not observed that any piece from the instrument fell into the patient, the site is not certain that the patient did not retain any instrument fragment(s). The surgeon irrigated the surgical area and did not find any broken instrument pieces. According to the csr, the instrument and cannula were simultaneously removed from the patient. The planned surgical procedure was completed and there was no report to her that the patient returned to the hospital due to retaining any fragment(s) from the instrument. The csr indicated that the site believes that the instrument broke due to the jaws of the instrument not being closed during removal through the cannula. There is no video recording of the surgical procedure.